Event description:
Consumer's physician reports hospitalization due to high blood sugar. Consumer is a plink meter user and there were weird discrepancies with the meter and pump. Requested a new plink be sent to the physician's office. No further info is available.